Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported a patient had an unexpected refractive outcome with residual astigmatism following toric intraocular lens (iol) implant surgery. Additional information has been requested.